Event description:
Two discrepant urine test results from the same patient. The first discrepant result was obtained in 2003 when the patient was tested at the doctor's offfice and tested negative with the icon 25 hcg test kit. The urine sample used for testing was a mid-afternoon void. A serum sample was collected on the same day for hcg quantitative testing and the result was 79 miu/ml. The same patient returned to the doctor's office one week later and had a urine sample tested again with the icon 25 hcg test kit. The urine sample was a mid-afternoon void and the result was negative. Another serum sample was collected on this visit for hcg quantitative testing and the result was 71 miu/ml. There has been no change to patient treatment that can be attributed to this event.